Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. In addition the housing was found slightly rocked at explantation. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Information was received that the device had failed and the recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted. Trauma or accident are unknown. The recipient was implanted with a new device in (B)(6) 2018.